Manufacturer narrative:
A philips remote service engineer (rse) attempted to speak to the customer, but the calls were not returned. Good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported there were ¿no data tele¿ messages on the philips information center ix (pic ix), and also indicated that the patient had expired.